Manufacturer narrative:
Investigation summary: three samples were received. Visual inspection was performed under the microscope. White epoxy was observed on the tip of the needles. Each of the three samples were assembled to a prefilled saline syringe to perform a functional test. The three samples are clogged/ blocked, it was not possible to expel the saline solution. Failure mode was verified. . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 4th complaint for the lot# 7264532 for the same defects or symptoms. Previous complaint (B)(4). There was no documentation of issues for the complaint of lot # 7264532 during this production run. Root cause description: an epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Rationale: here are the things we've done to improve epoxy splatters and dripovers: re-trained operators on 8feb2019 in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.

Event description:
It was reported that bd precisionglide¿ specialty use sterile hypodermic needle had foreign matter/epoxy on the needle. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no: 305106 batch no: 7264532. It was reported that needles are blocked. Per email: hi (B)(6), I just wanted to let you know, I just came across some needles that blocked up and I didn't set them aside. They are from that same box with that same lot number that we just sent back to you. I tried to test it out with a brand new syringe with liquid and it was indeed blocked up. I do not know if you would like these needles to be sent out to you somehow. These needles have not been used on a patient. I test every needle/syringe before our doctors do biopsies. Please let me know what you would like for us to do. Thank you in advance."